Manufacturer narrative:
Products will be tested when returned.

Event description:
Per text "caller could not also provide details why their physician is claiming that a death of a pt is related to the inratio meter." Caller didn't provide exact inratio and lab values. This is adverse event.